Manufacturer narrative:
Concomitant medical products: 1000ml ba braun bag, (B)(4), lot number j8h146, exp 12/20, 5% dextrose; therapy date: (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a balloon in the silicone pumping segment was found during an infusion of d5w 1000ml, sodium bicarbonate 150meq, and potassium chloride 40meq in a 250ml bag infusing at a rate of 250ml/hour. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing was unable to replicate the ballooning. Additional testing of the set by performing an IV push without occluding the tubing above the injection port resulted in a balloon when the device door was opened. The root cause of the balloon in the silicone segment was excessive pressure in the silicone segment caused by an IV push or flush executed below the pump without first clamping the tubing above the injection port.

Event description:
The customer reported that a balloon in the silicone pumping segment was found during an infusion of d5w 1000ml, sodium bicarbonate 150meq, and potassium chloride 40meq in a 250ml bag infusing at a rate of 250ml/hour. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noticed that the tubing set that was placed into the pump was found to have a balloon in the silicone pumping segment that was discovered "some time" after the tubing was hung. There was no report of patient harm.